Manufacturer narrative:
Reporter is jnj representative. Investigation summary: investigation flow: device interaction/functional. Visual inspection: the drive adaptor with qc for 5.0 mm schanz screws (p/n: 393.103, lot #: unk) was returned and received at us cq. Upon visual inspection, the distal tip was observed to be deformed and worn. There were scratches and the etch on the device was faded but have no impact on the device functionality. The noted issues were consistent as end of life indicators for the device. No other issues were identified with the returned device. Functional inspection: a functional testing and replication of the event conditions could not be performed at cq since mating devices were not returned. Complaint confirmed? Yes the received condition could have caused the complaint condition thus the complaint was confirmed. Conclusion: after a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, two (2) drive adaptor with quick coupling for 5.0mm schanz screws are stripped, they no longer hold. There is no patient involvement. This complaint involves two (2) devices. This report is for (1) drive adaptor with qc for 5.0mm schanz screws. This report is 2 of 2 for (B)(4).